Event description:
The pt's father indicated that the pt's blood glucose has been high for the past 5 days (300 + mg/dl) when the normal range is between 100-200 mg/dl. The pt's ketones were not checked; however, the pt had symptoms of increased thirst and urination. The infusion site/set has been changed for the past 3 days with no signs of leakage, bleeding, or bent/kinked cannulas. The pt's dad corrected the elevated blood glucose levels with injections and the pt's blood glucose reportedly went down; specific results were not provided. The animas representative went through troubleshooting with the pt's father and noted the following: the pt's father claimed that the infusion site/set appears normal, denied any problems with the air in tubing or cartridge, pump settings were correct, total daily dose history were accurate. The animas representative was unable to find any defects with the pump. The animas representative advised the pt's father to consult with the health care professional regarding elevated blood glucose levels. This complaint is being reported because the pt reportedly developed elevated blood glucose levels with symptoms of increased thirst and urination, which was treated with injections by the pt's father.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filled. No conclusions can be drawn at this time.